Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2015. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Electrode fell off during surgery and into the patient. This was not noticed immediately - the patient suffered burns.

Manufacturer narrative:
Received a complaint of a disconnected pin of a monopolar electrode handle. The connection of the electrode has fallen during surgery into the patient. This was not noticed immediately, the patient suffered burns. Temporary damage that will heal fully and will most likely not negatively influence the patient in the future. The handle was provided contaminated but in a general condition. The handle as analyzed with a digital microscope. The complaint connection pin can easily unscrewed by hand. The product does not require batch management; a review of the device quality and manufacturing history records is not possible. The connection pin is just screwed in the handle because the pin has to be detachable for the processing procedure. If the pin is not tightened properly and the instrument is turned several times around its own axis during procedure with an attached cable, it is possible the pin comes loose. This should be controlled by the staff before every use. Based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. According to sop sa-de13-m-4-2-01-010 a CAPA is not necessary. The failure mode is not considered in the risk analysis and must therefore be adjusted by r&d.